Event description:
This unsolicited device case from united states was received on (B)(6) 2015 from a surgeon. This case concerns a (B)(6) years old male patient who received treatment with seprafilm and developed abscess. No past drugs, concomitant medication and concurrent condition were reported. On an unknown date (couple of months ago), the surgeon did 'lysis of adhesions' and removed portion of bowel that was obstructed. After surgery, two procedure packs of seprafilm were placed (dose, form, route, indication, batch/lot number and expiration date: not provided). It was reported that shortly after surgery, patient developed fluid in abdominal space that indicated an abscess. The abscess was drained and then shortly after that, patient developed another abscess. Surgeon drained second abscess and now patient was doing well. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) no product lot number was provided by the reporter; therefore genzyme biosurgery quality assurance was unable to perform a specific lot history review/investigation in response to the event. All seprafilm lots manufactured by genzyme were released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provided assurance that all product lots were manufactured under specified process parameters and passed final product and sterility specifications. Product safety metrics were compiled by genzyme/sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal was discussed during these trending meetings and was escalated to the safety governance for adjudication. If a lot number for the event was reported at a later date, the product event would be reopened and a lot investigation would be performed by genzyme-sanofi biosurgery quality assurance at that time. Seriousness criteria: important medical event. Additional information was received on 10-dec-2015. Ptc results were added and text amended accordingly.

Event description:
This unsolicited device case from united states was received on 29-oct-2015 from a surgeon. This case concerns a (B)(6) male patient who received treatment with seprafilm and developed abscess. No past drugs, concomitant medication and concurrent condition were reported. On an unknown date (couple of months ago), the surgeon did 'lysis of adhesions' and removed portion of bowel that was obstructed. After surgery, two procedure packs of seprafilm were placed (dose, form, route, indication, batch/lot number and expiration date: not provided). It was reported that shortly after surgery, patient developed fluid in abdominal space that indicated an abscess. The abscess was drained and then shortly after that, patient developed another abscess. Surgeon drained second abscess and now patient was doing well. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event.